Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter was reading inaccurately low, compared to another meter (onetouch ultra mini) the complaint was classified based on customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist (mss) reviewed the initial complaint call. It is unknown when the meter issue first started, but the patient reported he noticed it between (B)(6) 2016. He alleged that he obtained an inaccurately high blood glucose reading of ¿127 mg/dl¿ with the subject meter compared to ¿195 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs¿ criteria for accuracy. The patient stated that he manages his diabetes with insulin and denies making any changes to his usual diabetes regimen in response to the alleged inaccuracy. The patient reported that after the product issue he developed symptoms of ¿sweating, couldn¿t breathe, dizziness and heart was racing¿, which he related to having a low blood sugar excursion. In response to the symptoms he self-treated with sugar and orange juice. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. He described the correct testing steps and the sample was taken from an approved sample site. The patient was using the correct test strips, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The test strip vial was not noted to be cracked or broken. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. Although the patient developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, there is no indication that the subject meter caused or contributed to this injury. The patient¿s symptoms were consistent with the alleged low reading obtained with the lfs device. However, this complaint is being reported as a malfunction because the reported results did not meet lfs' accuracy criteria and the alleged inaccuracy issue was not resolved during troubleshooting.